Event description:
It was reported that the unit had an alarm led failure. The unit was in patient use at the time of the event, there was no delay in therapy and no medical intervention was required. No patient or user harm reported. The service engineer reported that "check vent: alarm led failed" (diagnosis code 1105) was observed to occur. In addition, its occurrence log was found in the event log. The power switch overlay was replaced, and the phenomenon was resolved.

Manufacturer narrative:
Reporting institution phone number -(B)(6).

Manufacturer narrative:
Correction: it was reported that the issue occurred after the device was in patient use. No medical intervention required, and no delay in therapy reported. No patient or user harm reported. Part was not returned for investigation. Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.